Event description:
It was reported by the customer that a pyxis medstation es system shows one medication but a different medication is displayed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the incorrect meds crossing over to pyxis. A field service engineer verified the received messages and order are correct in es. The system functioned as intended as the field service engineer troubleshooted the device.